Event description:
A drill bit broke inside the patient's bone while drilling the final hole for the implant. The surgeon did not attempt to remove the broken piece of the drill, but was able to complete the procedure sucessfully. The surgeon has not reported any irregularities regarding the patient's status and no medical intervention was needed.

Manufacturer narrative:
The affected device was not returned for evaluation. Flouroscopy images were provided. As per available information, it appears that failure to follow the surgical technique may have contributed to this event. The surgeon opted to not retrieve the drill fragment. Although the drill fragment remained in the patient, there was no patient complications associated with this case.